Event description:
New information received noted that during the implant procedure, the helix was not working anymore after the lead was positioned multiple times.

Manufacturer narrative:
The reported event of helix not working properly was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix to be fully extended and clogged with tissue. X-ray examination found over-torque of the inner coil consistent with procedural damage at the connector region. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event was isolated to the helix being clogged with tissue and an over-torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure the right ventricular lead was unable to be fixated. A replacement lead was used to complete the procedure. The patient was stable.